Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user's daughter reports increased pain to the knee. Per the information provided, it was believed that the home health nurse removed the surgical cover dressing and noted blistering of skin under all four sides of border of dressing, (date unknown). The end user went to the emergency room sometime over the holiday weekend, (date unknown), due to increased pain to the knee and swelling under the border of the dressing. End user was seen by infectious disease physician and given IV antibiotics. End user was seen by orthopedic surgeon in office on (B)(6) 2016 with redness noted under 4 sides of border of dressing. The current dressing being used is a vaseline impregnated gauze dressing. Photos have been provided regarding the reported event. No additional treatment was given or any further details provided.